Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Per medical opinion, "review of the medical documentation revealed that [patient] underwent the successful infrarenal placement of a cook celect retrievable inferior vena cava filter system on (B)(6), 2010. I have personally reviewed a CT scan of the abdomen and pelvis, performed on (B)(6), 2020, which demonstrated an indwelling ivc filter extending from the l1 to l3 level with the ivc filter tip noted between the renal veins. There is no evidence of ivc filter angulation, migration nor component fracture. Furthermore, this examination demonstrated at least four (4) significant and pathologic ivc filter component penetrations, extending greater than 3 mm beyond the perceptible exterior wall of the inferior vena cava, as described below: antero-medial 2 oclock, 12mm [penetration], [grade] 4, perforates transverse duodenum. Postero-medial 4 oclock, 8 mm [perforation], grade 3, abuts prevertebral soft tissues at l3. Postero-lateral 8 oclock, 7 mm [penetration], [grade] 2. Antero-lateral 10 oclock, 12 mm [penetration], [grade] 2."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, h6 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, pain, limited physical activity, faint, heart palpitations, sob, anxiety, depression, cyclothymic disorder. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, limited physical activity, faint, heart palpitations, shortness of breath (sob), anxiety, depression, and cyclothymic disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on wo for neither device (igtcfs-65-jug-celect-perm) lot: e2504323, nor filter (igtf-30-celect) lot: e2501077 and e2501546. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the internal jugular vein due to pulmonary embolism during gastric bypass surgery. Patient is alleging vena cava perforation. Patient further alleges "multiple legs penetrating the vessel wall. Pain in area of the implant. Prior to retrieval, I was not able to do any heavy lifting or work due to feeling faint, having heart palpitations and shortness of breath (sob)." "All exercise and heavy lifting causes chest pressure/ pain, shortness of breath, fainting." Anxiety, depression, and cyclothymic disorder. (B)(6) 2022 successful retrieval report: per computed tomography report, "normal appearance without any significant stenosis or occlusion. Ivc filter is present with multiple legs projecting through the vessel wall. One leg of the filter abuts or partially protrudes into the adjacent duodenum." Per retrieval report, "the patient had an inferior vena cava filter no evidence of thrombus noted in the struts prior to removal and after removal, there was no evidence of extravasation or injury to the inferior vena cava."